Event description:
It was reported that the red luer separated from the extension tubing of the PICC.

Manufacturer narrative:
A visual examination of the returned PICC revealed that the red luer was disconnected from the extension tubing. Bonding residue is visible on the extension tubing and inside the luer. The extension tubing is elongated where the luer was bonded. The extension tubing was cross section below the elongated section. All measurements were within specification. Without the lot number we are unable to review the manufacturing records for the device involved in the incident. Several manufacturing records were reviewed. All pull test readings were above the device specifications. Due to the elongation of the extension tubing, it appears that the device was stressed beyond its design capabilities.